Manufacturer narrative:
Patient weight not available at the time of reporting. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a navigated direct lateral interbody fusion (dlif). It was reported that intra-operatively, the slap hammer broke. There was no reported impact to patient outcome.